Manufacturer narrative:
The root cause category is non-assignable. This complaint was not confirmed as a quality defect. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of too hot for nsw 12 hour products.

Event description:
Event verbatim [preferred term] big burn blister including skin detachment [burns second degree] , big burn blister including skin detachment [skin exfoliation] , only one heating cell was so hot [device issue] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare germany. A contactable consumer reported a male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date unknown) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. On an unspecified date, the patient reported he experienced a pungent unpleasant pain after approximately 3.5 hours (under the wrap). Shortly after he took off the heatwrap, at one point the skin detached and a big burn blister could be seen. It was reported only one heating cell was so hot that this burn occurred. The patient requested an assessment. He mentioned this would have never happened with thermacare in the past. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. As of (B)(6) 2019, according to the product quality complaint group: the root cause category is non-assignable. This complaint was not confirmed as a quality defect. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of too hot for nsw 12 hour products. Follow-up (06feb2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event of "skin detached and a big burn blister allegedly from one heating cell was so hot "as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "skin detached and a big burn blister allegedly from one heating cell was so hot "as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] big burn blister including skin detachment [burns second degree], big burn blister including skin detachment [skin exfoliation], only one heating cell was so hot [device issue]. Case narrative: this is a spontaneous report from a (B)(4) sponsored program (B)(4). A contactable consumer reported a male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date unknown) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported he experienced a pungent unpleasant pain after approximately 3.5 hours (under the wrap). Shortly after he took off the heatwrap, at one point the skin detached and a big burn blister could be seen. It was reported only one heating cell was so hot that this burn occurred. The patient requested an assessment. He mentioned this would have never happened with thermacare in the past. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "skin detached and a big burn blister allegedly from one heating cell was so hot "as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "skin detached and a big burn blister allegedly from one heating cell was so hot " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.